Event description:
Surgeon implanted a plate collamer lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector model msi-pf and the cartridge model sfc-25 fp, lot numbers were not specified by the facility.